Manufacturer narrative:
The device has not been returned, and the evaluation is pending completion. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, while using the evis exera iii video system center, the device generates a image processor, or connect error code. When the physician is trying to capture the image. There is no report of patient harm or serious injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A field service engineer was dispatched to evaluate the device where it was found that a connection error occurred, automatic dimming does not work, the monitor image was distorted, and the printer cannot print. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, automatic dimming issues were likely caused by the light source cable not being connected to the device correctly and the distortion of the monitor image likely occurred due to a problem with the adapter due to the cable connected via an adapter but switched to an sdi cable connection. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.